Event description:
The complainant reported that there was arrhythmia, cardiac tamponade, and pericardial effusion during impella cp patient support. While on support, atrial fibrillation with a rapid ventricular rate was noted. Amiodarone was started. Additionally, there was a large apical effusion. A tamponade was suspected. 600cc of blood came out of the chest tubes within 30 minutes. The patient went back into surgery to evacuate. Two units of red blood cells were administered. The impella cp was exchanged for intra-aortic balloon pump and survived.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed and no device was returned. Arrhythmia : the cause of the injury was unable to be determined due to insufficient clinical details. Cardiac tamponade/ pericardial effusion : the cause of the injury was not determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.